Manufacturer narrative:
The complaint description states that during the cleaning and decontamination process it was noted that the instrument was damaged. The reporter stated it would have taken considerable force to break this way and that it did not take place during surgery. The device associated to the complaint was returned for analysis. The product is broken in 2 left. According to supplier analysis, this issue could be related to wear or excessive force applied during use.. The DHR analysis of the batch returned shows an initial conformance of this product with regards to its specification. (Doc-7e070260 / c). A search into the complaints database was performed, no other similar complaint was reported for the affected product code and lot combination. Based on the information received and the investigation performed, the root cause of the incident could not be determined. The issue could be related to wear/stress. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4) unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was noted that the instrument was damaged. It was broken at the junction between the silver and white sections of the instrument.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).